Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found both the brake and brake/steer casters were out of adjustment. The technician adjusted both casters to repair the bed.